Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an unknown number of hypoglycemic events. Patient reported that the continuous glucose monitor can be inaccurate sometimes when compared to hypoglycemic symptoms and blood glucose meter. There were no reported glucose values available to search within the parkes error grid calculator. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.